Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The iol is returned in an unknown liquid in a glass container. Both haptics are broken/torn and not returned. The lens is let to air dry. No glistening observed. We are unable to determine the root cause for the reported complaint. No glistening observed. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating a sulcus lens was implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens presented with glistenings. The lens was removed on a secondary procedure. Additional information has been requested.